Event description:
It was reported that a lead was attempted to be implanted, but the lead helix would not extend. The lead was removed and retested again, but it did not work. A comparison of the use before date field and implant date found the device was implanted after the use before date. A different lead was implanted. No patient complications have been reported as a result of this event.